Event description:
Customer heard two (2) popping sounds from gantry, detector then proceeded to rotate on its own. Customer pressed emergency stop button at gantry to stop detector rotation. No injury or adverse effects reported.